Event description:
It was reported that the patient's pump had flipped, and thus couldn't be refilled. The flip was confirmed while the patient was under a fluoroscope. It was stated that the flip had occurred sometime within three months prior to report. The patient had not had any known falls or traumas, though it was noted that she had been a little more active with this pump. Also, she was in a wheelchair and had a 'fancy oak powered' chair that would put a lot of pressure on her abdomen. It was reported that the patient's surgeon had used 'ticker thread' to secure the pump during the most recent implant. Additionally, it was noted the patient had gained ten to fifteen pounds since the implant surgery, but it was unknown if this was related to the event. The drug used in this system was lioresal. In addition to the pump drug, the patient was also taking oral medications.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was later reported by the health care provider (hcp) that the pump was flipped back over. There were no patient signs or symptoms and no injury.